Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 859 mg/dl with ketones. Reportedly, the customer went to the emergency room and was subsequently hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information; however, customer did not respond.